Manufacturer narrative:
This report is submitted on 25 june 2020.

Event description:
Per the clinic, the patient experienced pain and non-auditory sensations with device use resulting in explant of the device on (B)(6) 2020. The patient was not re-implanted with a new device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on july 22, 2020. (B)(4).